Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 19.61ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-1ml (+/-5%). Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service center. A review of the device history indicates that on (B)(6) 2011 at 1513, line a was programmed to deliver at a rate of 307ml/hr, with a vtbi (volume to be infused) of 614ml, for a duration of 2 hours. Line b was programmed in the concurrent mode, to deliver at a rate of 140ml/hr, with a vtbi of 280ml, for a duration of 2 hours, and deliveries were started. At 1615, the device alarmed for n230 (proximal air, backprime). At 1617, the alarm was silenced. At 1619, the device alarmed for n102 (infuser idle 2 minutes). At 1620, the device was backprimed. At 1621, line b was reprogrammed to deliver at a rate of 150ml/hr, with a vtbi of 136.9ml, for a duration of 54 minutes, and the delivery was restarted. At 1716, the device alarmed n160 (line b vtbi complete). At 1718, line b was programmed with a vtbi of 30ml, for a duration of 12 minutes, and delivery was restarted. At 1721, line b was programmed at a rate of 175ml/hr, with a vtbi of 15ml, for a duration of five minutes, and delivery was started. At 1725, delivery on line b was stopped. The device remained in use until 1741 when the device was turned off. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the patient received more medication than intended. At 1530, the device was programmed for concurrent delivery of oxaliplatin 160mg and "folinic" acid 350mg, "to run over 2 hrs." No further programming parameters were provided. At 1645, the clinician noted that the oxaliplatin delivery was complete. The research nurse and physician were notified. Reportedly, the patient was monitored until the "folinic" acid delivery was complete. There were no reported adverse patient effects. No medical interventions were required. The device was removed from clinical service. Though requested, no additional information was provided.